Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The facility representative reported ¿handle is loose¿ during bio-med testing. Evaluation summary: a baxter service technician evaluated the pump and found a cracked door assembly. The reported condition of loose handle was confirmed, caused by a cracked door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.